Manufacturer narrative:
Lead model 3487a lot # j0230879v lead model 3487a lot # j0206624v extension model 748966 (B)(4) extension model 748966 (B)(4) programmer model 7435 (B)(4).

Event description:
It was reported that, on (B)(6) 2012, the patient suddenly stopped feeling their stimulation. The patient was having trouble with their patient programmer, and new batteries were tried. It was confirmed the programmer was working properly, but when the patient tried turning on their device, they still felt no stimulation sensation. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.